Manufacturer narrative:
Continued information for section d11. Concomitant medical products- architect reaction vessels, list 07c15-03, lot 000203708 an investigation was performed and identified a deficiency for specific lots of architect reaction vessels (ln 07c15-03), including lot 000203708 in this event. An increase in complaint activity resulted in identifying a product deficiency of certain lots of the architect reaction vessel. However, the investigation determined that the impacted lots were not distributed in the us, and therefore no further action in the us is warranted.

Manufacturer narrative:
Patient information :patient identifier is (B)(6) . An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated architect ca19-9 results on one patient. The results provided were: (B)(6) = ca19-9 = 3.56u/ml / 2.08u/ml. It is unknown if the patient has pancreatic cancer. There was no reported impact to patient management.